Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was suspect of the pump underinfusing. Two days after the refill the patient experienced underdose symptoms. In the print-out the ¿volume is always 20 ml.¿ as a result, the patient required medical intervention which was the physician prescribing oral therapy. Currently, the patient was doing well and after another interrogation no problem was detected. It was unknown if any diagnostic testing/troubleshooting occurred. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. The pump was reported as implanted and remained in-service. This device system delivered baclofen and idromorfone. Additional information was requested to clarify the printed volume information and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The device met specification. The device system delivered baclofen with a concent ration of 100.0 mcg/ml at 0.61 mcg/day and idromorfone with a concentration of 9.5 mg/ml at 0.0578 mg/day. Conclusion code no longer applies to this event.

Event description:
Further, the patient experienced underdose symptoms, spasm, and hypertensive crisis. Regarding the report that the volume was always 20 ml, the physician stated that the volume level displayed on the physician programmer had not decreased in the days following the last refill. Although there were also no alleged volume discrepancies. The abstinence crisis was treated pharmacologically and the patient was hospitalized. The physician performed a bolus without decreasing of symptoms so physician decided to replace the pump. The patient was now receiving good therapy with good benefits. When the pump was received, before sending the pump for analysis, the pump was set to minimal flux in order to avoid the pump alarm reservoir empty. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).